Manufacturer narrative:
A company representative visited the site and evaluated the system due to the reported event. The representative found optical coherence tomography (oct) pre-position above the patient interface glass surface. The representative adjusted reference arm and oct galvo offset. The representative also found arcuate overlap at -20 um and adjusted the overlap. Preventative maintenance was performed on the system during the visit and no other system issues were found. System was tested and verified to meet specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the alignment issues. However, how or when the system went out of alignment is unable to be determined at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a full depth arcuate cut with system programmed for 80% depth in a patient's right eye during a procedure. Upon follow up, suture was placed in the area of the full thickness cut. The doctor was not sure what caused this incident. Patient is reported to be doing well one day post operatively.